Event description:
The pt's son called the dispenser's office after the hearing aids were ordered. He said his mother had ear infections and her dr told her not to wear hearing aids. The aids were never delivered. The pt never had the aids in her ears.